Manufacturer narrative:
Investigation results: pump: the complaint component was returned and analyzed, and the reported allegation of a sticky pump was confirmed via product analysis. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered "cause traced to component failure." This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep, CAPA, or scar is required. Cylinders/preconnect: the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required. Model number: 72404252; lot number: 0168193003; model description: lgx preconnect ms 18cm ps iz.

Event description:
It was reported that a replacement pump component was depressed. The existing replacement pump, as well as the pre-existing cylinders, were explanted and replaced with a new ipp system. The explanted components are expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that a replacement pump component was depressed. The existing replacement pump, as well as the pre-existing cylinders, were explanted and replaced with a new ipp system. The explanted components are expected to be returned. A supplemental report will be filed upon completion of the product analysis.